Manufacturer narrative:
As no further information ted, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent high out-of-range impedance measurements. An x-ray was unremarkable. Boston scientific technical services (ts) recommended to perform isometrics and requested a copy of the x-ray to assess for underinsertion and/or fracture. No adverse patient effects were reported. Additional information received indicates that a stress test was performed and there were no unusual findings. The physician plans to see the patient again in three to six weeks to re-measure everything and a treatment plan will be determined however intervention is likely. Additional information received indicates the patient was seen again and all measurements were within the 600 ohm range however the following day the impedance measurement was again out-of-range. The patient has an unrelated back issue which needs to be treated first and as such the patient will continue to be monitored. The product remains implanted and in service.